Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/28/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent to the FDA: 2/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: how were the products handled? The products are stored in the suture racks in ot stores and they are carried in a small tray inside the respective ot. How were the product stored? The products are stored in the suture racks in ot stores how long has the customer had these devices for? 1 year. How many devices from these lots does the customer have left? Not revealed by hospital yet.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 01/26/2021. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How were the products handled? How were the product stored? How long has the customer had these devices for? How many devices from these lots does the customer have left? Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch ka5dhcn, batch ka5dssn; manufacturing date: 01-01-2016, expiry date: 06-30-2021. Batch ljz485; mfg. Date -8/15/2017; exp. Date -7/31/2022. Batch kd5gcqn. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Component code: g07002 - device not returned. Additional information: the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch ka5dhcn, batch ka5dssn, batch ljz485; mfg. Date -8/15/2017; exp. Date -7/31/2022, batch kd5gcqn. A manufacturing record evaluation was performed for the finished device possible lot number ljz485 /w9201h40, and no non-conformances related to the reported complaint condition were identified. The single complaint was reported with multiple events. Additional information was requested and the following was obtained. If further details are received at a later date a supplemental medwatch will be sent. -did the suture break during use on the patient tissue? If yes, please advise the number that broke during use during use in this procedure for each of the lots listed: ka5dhcn, ka5dssn, ljz485, kd5gcqn answer: the used sutures details not given from the hospital. Did the suture pull off from the needle during use on the patient tissue? If yes, please advise the number of sutures that broke during use in this procedure for each of the lots listed: ka5dhcn, ka5dssn, ljz485, kd5gcqn answer: the used sutures details not given from the hospital. Were the devices re-sterilized prior to use? No. Status of device return / follow-up? Returned only 22 foils which are broken. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. It was reported that some sutures gave off during use in the surgery. There were no adverse patient consequences reported. Additional information has been requested.